Event description:
It was reported that the ilet user¿s infusion set was deployed incorrectly when the needle protector was removed, which caused the cannula to pull out and required replacement of the inset 23" 6 mm infusion set; insulin delivery was resumed after guided troubleshooting and replacements were arranged. The device component implicated was the packaging/infusion set with no device alerts or alarms reported. There were no reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed use error in relation to deployment of the infusion set component, while no underlying device problem was detected. It was concluded, based on previously established findings for similar reports, that the cause was use error.